Manufacturer narrative:
Concomitant medical products: product ID: 3037, (B)(4), product type: programmer, patient . If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported they had been expecting a call back from someone for 4 weeks to walk through adjusting the patient¿s device. The caller stated the patient had experienced a couple of accidents. Additional information from a friend or family member of the patient reported that when the patient programmer batteries depleted the implantable neurostimulator (ins) somehow got ¿de-programmed.¿ the caller stated the healthcare professional (hcp) wanted them to meet with the manufacturer representative (rep) to have it reprogrammed. It was reviewed that the patient programmer batteries depleting would not have any effect or cause any changes to the ins setting. The caller stated something may have happened with the buttons being pressed and regardless they needed to have the device reprogrammed. Additional information from a friend or family member of the patient reported poor communication on the patient programmer. The caller began looking for the antenna, but then stated the rep was calling, so she wanted to end the call. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative contacted the family after the doctor¿s office asked them to reach out to the patient. It was noted that the patient¿s granddaughter helped the patient with programming. The patient and family were satisfied after the discussion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the device was not working properly, and that the patient was having lots of accidents. It was noted that this started on (B)(6) 2017. They did not think that the patient was feeling the stimulation, but they had in the beginning. It was stated that the patient suffered from alzheimer¿s disease, and that ¿the reminder of what they were supposed to do wasn¿t working.¿ the caller was not with the patient, and stated that they would have someone who was with the patient call to check the settings, and get help adjusting them if needed. No further patient complications are anticipated or expected as a result of this event.